Event description:
Patient claims that up, down, sel, and next keys work randomly. Patient pushes the up or down keys and they work sometimes and other times they do not work. Pump is delivering basal per patient but pump will not allow patient to deliver a bolus. Patient is vacationing in (B)(6) and was hand delivered a replacement pump by sooil llc staff member. This required no physician or hospital intervention. Insulin injections were administered at home.